Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer went for a swim and received a critical error alarm on insulin pump. Customer's blood glucose was 6.7 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a critical error and a pump error 35 was found in the formatted history file due to a corroded electronic assembly. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement test due to the critical pump error. The motor assembly was found with traces of corrosion. The pump had minor scratches on the lcd window, case and keypad overlay.